Manufacturer narrative:
(B)(4). The sample was returned for evaluation, along with unopened representative samples. A visual exam was performed on all returned samp les and no defects were observed. Functional testing was also performed on all samples and no issues were observed. They were all found to be within specification. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the actual complaint sample or the representative samples that were returned.

Event description:
The customer alleges that the device is not working properly and is not providing enough oxygen to the patient. Another device was used without issue.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. No photo for review. The device history record review shows that the product was assembled & inspected according to our specifications. No non-conformance reports were originated for the lot in question that can be associated to the complaint reported. Customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility neither being manufactured at the time. If the device sample becomes available this investigation will be updated with the evaluation results.

Event description:
The customer alleges that the device is not working properly and is not providing enough oxygen to the patient. Another device was used without issue.